Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation: concomitant device(s): eq rev locking screw - 320-15-05, (B)(4). Eq rev compress screw lck cap kit, 4.5 x 34mm - 320-20-34, (B)(4). Eq rev compress screw lck cap kit, 4.5 x 26mm - 320-20-26,(B)(4). Equinoxe reverse tray adapter plate tray +0 - 320-10-00, (B)(4). Rs glenoid plate post aug, 8 deg, left - 320-15-03, (B)(4). Eq rev compress screw lck cap kit, 4.5 x 34mm - 320-20-34, (B)(4). Eq rev compress screw lck cap kit, 4.5 x 26mm - 320-20-26, (B)(4). Equinoxe reverse 38mm glenosphere - 320-01-38, (B)(4). Equinoxe, humeral stem primary, press fit 11mm - 300-01-11, (B)(4). Eq reverse torque defining screw kit - 320-20-00, (B)(4).

Event description:
Approximately 2 years postop the initial implant, this male patient had a left shoulder revision due to infection. Antibiotic spacers have been put in until they can clear the infection upon which they will replace the implants. Patient was last known to be in stable condition following the event. No other information retrieved due to the rep was not present at the case due to covid-19 restrictions and only learned later of the revision.